Event description:
It was reported that during a percutaneous coronary interventional procedure guide wire detachment occurred. The target lesion was located in the circumflex (lcx) artery. A kinetix, str, 185cm guide wire was advanced to an unspecified marginal branch. The lesion was predilated without incident. An unspecified stent was advanced; however the distal segment of the guide 'ruptured'. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable. Additional information was requested by is not available.

Manufacturer narrative:
Age at time of event : 18 years or older. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).